Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03553. The pt reported he is experiencing chronic aching/discomfort at his scs ipg pocket site which has been occurring for a year. The pt also reported he is receiving spinal injections in his back due to pain from arthritis. The pt states stimulation is working; however, the arthritis pain is "too much". The pt's scs system is for lower back pain. The pt is to consult with the physician regarding the issue.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.